Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 188905 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 188905 and device part number 195-430/ lot 183016. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 188905 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : device discarded; single-use device.

Event description:
The consumer reported an unconfirmed false negative result with the binax now covid-19 antigen self-test performed on (B)(6) 2023 with a nasal swab. The consumer was reportedly symptomatic with lost the sense of smell. Confirmation testing was not performed. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The consumer reported an unconfirmed false negative result with the binax now covid-19 antigen self-test performed on (B)(6) 2023 with a nasal swab. The consumer was reportedly symptomatic with lost the sense of smell. Confirmation testing was not performed. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.